Manufacturer narrative:
The qc prior to the event was within lab-established ranges. A bci field service engineer (fse) cleaned the flow cell and replaced the carbon bridge, na electrode, and cl tip. Fse ran precision test after cleaning and all numbers were within specifications. On (B)(6) 2011, service performed ion-selective electrode mod 10838.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high sodium (na) result on one patient sample generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were not reported out of the laboratory; hence no patient treatment was impacted by this event. Sample was repeated on the same instrument and lower result was obtained and reported.